Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of patient made mistake, touch contamination and peritonitis with culture positive for fungus in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2007, the patient began treatment with dianeal pd4, 2.5%, low calcium, ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported by the consumer. On an unreported date the patient reported she made a mistake of touch contamination (details not provided) and as a result experienced peritonitis on (B)(6) 2012. The patient reported she was recovering from the peritonitis and was not hospitalized for the event. During follow up with the pd nurse (pdn) by baxter global pharmacovigilance, the following information was received. The pdn confirmed the peritonitis and clarified the date of onset was actually (B)(6) 2012. The pdn reported the patient was hospitalized for the peritonitis on (B)(6) 2012 and was discharged on (B)(6) 2012. Treatment was not reported. Concomitant therapy was not reported. The pdn confirmed the cause of the peritonitis was the patient made a mistake of touch contamination (details not provided). On (B)(6) 2012, additional information was received from the pdn. Per the pdn, on an unspecified date, the patient recovered from the peritonitis. The pdn reported, on (B)(6) 2012, the patient's pd catheter was removed and pd therapy was withdrawn. On an unspecified date, the patient was switched to hemodialysis. As reported, on (B)(6) 2012, "the patient was discontinued" (details not provided). The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique by patient described as touch contamination. The assignable cause for the break in aseptic technique is not determined.